Manufacturer narrative:
Investigation confirmed, a manufacturing deficiency with the ipg. Which caused the device to fail. There is no risk to patient safety when the device failed. However, the patient was unable to use the device and required surgical intervention to restore therapy.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024, to treat shoulder pain. The system was successfully activated on (B)(6) 2024. On (B)(6) 2024 the patient reported, issues with the implantable pulse generator (ipg) not communicating with the external therapy discs. Troubleshooting was performed, but unable to correct the issue. Imaging was inconclusive. On (B)(6) 2024, a surgical revision was performed to replace the ipg.